Event description:
It was reported that the ins had quit working several days prior to the report. The patient stated that she got her programmer out and changed the batteries but noted seeing an elective replacement indicator (eri) message on the week of the report. The ins had only been implanted for a year and she thought the ins was to last 5 years. It was noted that the ins was set to over 7.0v.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).